Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during the procedure, a little flame appeared on a small part of the adenoid tissue. The doctor was using the suction cautery and anaesthetics was using an uncuffed et tube where oxygen was leaking through. The flame was put out and the burnt tissue was resected. There was no pt injury as the tissue affected by the flame was tissue to be resected.